Manufacturer narrative:
Findings: reliability analysis evaluated 2 sealed reservoirs. Performed manual test of transfer guards. Transfer guards failed per inspection. Transfer guards are too tight to connect/release from vials. Evaluated 1 opened/used reservoir. Performed pre-fill reservoir test. Reservoirs failed per inspection. Transfer guard occluded.

Event description:
A customer reported via phone call indicating that they had issues with their reservoir. Customer calls because she was unable to press transfer guard onto the vial. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with the issue and was informed that the reservoir needed to be replaced. A new reservoir was shipped to the customer.